Event description:
Patient was brought to the cardiac catheterization lab from the emergency room. Philips x-ray system philips allure xper fd 10 failed during procedure. Some initial pictures were obtained, but in the middle of taking diagnostic images, the c-arm froze, table began floating and an error message of "geometry reset" appeared. X-ray was immediately hard rebooted and we waited for it to come back up. Once back up, x-ray still was giving us an error of "geometry partially available", c-arm was still frozen and unresponsive, but table was not floating. Decision was made to remove patient from table and move to a different room. Reperfusion of occluded vessel was greatly delayed by equipment issue, patient's hemodynamics remained very unstable and required extensive pressure support because of delay in care. Philips was contacted and performed onsite service on the same day of the event. Technician ordered a new geo tso. The system does not meet full specification for the performed service and was returned to use with limitations as accepted by the customer. Follow-up work scheduled.